Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) unit was giving an alarm with error message" power-up test fail code #12. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 phone # due to character restrictions: (B)(6) .

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) unit was giving an alarm with error message" power-up test fail code #12.

Manufacturer narrative:
H11 corrected fields: d4(UDI#), h6(problem code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the pcb front end board (0670-00-1164) to fix the issue. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1164 rev. H, serial number (B)(6), with a reported unit failure of the iabp giving a powerup test fail code #12. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Upon powerup the test fail code #12 appeared. Also appeared in the failure logs. Fat verified the reported issue. Sent the board to the supplier for failure analysis per procedure. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part from supplier pn: 0670-00-1164 sn: (B)(6) front end board. Supplier investigation: ict test fails due to the rn49, rn45 non-wetting. Retaining this board in the fat dept. Per procedure.

Event description:
N/a.